Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 114mg/dl. The customer ran a 2 unit test bolus and observed insulin exiting the infusion set tubing leading to the contact reconnecting the infusion set site and resuming insulin deliveries. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.